Event description:
It was reported that this pacemaker exhibited difficulties to interrogate during an in-office device interrogation. Troubleshooting was performed; however, communication could not be established. The health care professional (HCP) was referred to the local representative for further evaluation of the consult unit. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.